Event description:
Customer reported that: "valve was not draining and had to be explanted. Another valve was implanted and the pt is okay".

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.